Event description:
Complainant alleged that while attempting to treat a pt (age and gender unknown), the device failed to charge to set energy. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a follow-up report when our investigation is completed.